Event description:
The hcp reported the distal end of the catheter had been "rejected from the intrathecal space" and migrated out 3 times. A follow up report will be sent if additional information is received.